Event description:
It was reported that when the device were used during a hernia repair, the device delivered malformed staples and then would not deliver the staples. Opened another device to complete the case. There was no consequence to patient.